Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: device interaction/functional. Visual inspection: the verse x25 inserter/tightener (part # 299704230, lot # gm5597102) was received stuck/jammed with verse correction key(part #199721000, lot # avkbl5) at us cq. The distal tip of the device was stripped/ worn. No other issues were identified during inspection. The received condition is consistent with the complaint condition. The stripped condition of tip feature could have contributed to the reported condition of not tightened properly thus the complaint is confirmed. Functional testing: multiple attempts were made to separate both devices. The devices were not able to be separated. The reported condition can be replicated? Yes jammed condition. Dimension inspection: it was not performed due to the post manufacturing damage. Conclusion: the complaint is confirmed. A definitive root cause could not be determined it is possible that the device encountered unintended forces (during usage or handling at the time of surgery) which may led reported device to be jammed with mating device. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5597102 was released in a single batch. Batch1: lot was released on may 6, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure both the t25 innie drivers jammed and the innies could not be tightened with the torque driver. There was no reported surgical delay. There was no adverse patient harm reported. Concomitant devices reported: expedium verse spine system inserter/tightener x25 (part number 299704230, lot gm5397009, quantity 1); expedium verse spine system inserter/tightener x25 (part number 299704230, lot gm5397002, quantity 1); expedium verse spine system inserter/tightener x25 (part number 299704230, lot gm5597102, quantity 1). This report involves one (1) expedium verse spine system inserter/tightener x25. This is report 4 of 4 for (B)(4).